Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. The analysis was performed by asahi intecc. Co. Ltd: the customer reported the device was discarded. Investigation based on the provided information did not show that there was no contribution of the fielder fc guidewire to the reported vessel perforation. Though the investigation of the subject fielder fc guidewire could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Instructions for use describes; as warning; observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or vessel trauma may occur as possible malfunction and adverse effects: damage to a vessel, including possible vessel perforation. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that the patient underwent a procedure to treat stenosed lesions in the left common iliac artery, the left superficial femoral artery, and in the left profunda femoris artery. A perforation with extravasation was discovered in the left profunda femoris artery. Reportedly, the perforation is believed to have been caused by an asahi fielder fc 3cm 300 guide wire during advancement in the vessel. No device issues and no additional adverse patient effects occurred with this guide wire. With this asahi fielder fc 3cm 300 guide wire already positioned in the left profunda femoris artery, a 3.5x19 rx graftmaster covered stent was advanced through a 6fr 90cm non-abbott sheath and over the guide wire, then deployed with a maximum inflation pressure of 15 atmospheres (atm). As the perforation was discovered to be larger than initially visualized angiographically, a 2nd 3.5x19 rx graftmaster was deployed at the same pressure, successfully sealing the perforation. Use of the graftmaster devices did not cause or contribute to adverse patient sequelae. The patient was then discharged with good outcome and no adverse sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. (B)(4), registration number: 3003780911. (B)(4) distributes the device and is responsible for MDR reporting.